Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqk, qaq, mud, dxn, dsb, qms, fll.

Event description:
It was reported that during use, the oximetry cable displayed inaccurate values. When connected and following all recommended troubleshooting steps, the device consistently displayed a reading of 5. The issue persisted despite troubleshooting efforts. There was no allegation of patient injury reported.